Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2012; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted that the patient¿s rv pacing impedance had been stable yet chronically lower. The rv lead pacing impedance alert was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.